Event description:
Surgeon attempted to place a mediport via ij path. During the attempt to pass the 4fr wire (from the cook inc., introducer set -catalogue number mpis-401) and manipulate the catheter, the wire and/or catheter punctured through the vessel. IV contrast was injected to confirm the extravascular position. The guidewire and catheter were removed simultaneously in one motion. Dr does not remember any particular difficulty during the removal process. On post-procedure cxr it was discovered that the distal pliable end of the guidewire was in the pt along the right side of the mediastinum. After a CT scan to confirm the location of the retained guidewire it was determined to leave the guidewire in place, as it is not anticipated to cause any harm to the pt.